Manufacturer narrative:
(B)(4). Date sent: 12/14/2021 received additional information: received op notes. Op notes attached.

Manufacturer narrative:
(B)(4). Date of event: only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of litigation which states that after patient underwent initial surgery presented to the hospital three weeks later with complaints of abdominal pain and nausea/vomiting. A CT indicated a small amount of air around the ge junction with no abscess or contrast extravasation. Information further states the surgeon was concerned there was a staple line leak present at the ge junction and decided to perform an esophagogastroduodenoscopy with esophageal stent placement which was removed a few weeks later. Following the procedure, a CT revealed clear contrast extravasation and accumulation coming from the staple line in the upper stomach and a jejunostomy drain was placed."